Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was performed retrograde, angiography confirmed appropriate femoral artery anatomy with a sheath angle of 30¿45 degrees, artery diameter greater than or equal to 5 mm, and no significant calcification, plaque, stents, or stenosis greater than 50 percent near the puncture site; no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. The device and packaging appeared undamaged before use, and a single 7f exoseal was deployed; introducer sheath details were unknown. There was no difficulty connecting the vascular sheath introducer with the 7f exoseal vcd. The indicator wire cowling locked against the handle assembly of the 7f exoseal vascular closure device with an audible click, and pulsatile flow was observed from the bleed-back indicator. The 7f exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the physician did not have their thumb on the plug deployment button of the 7f exoseal vascular closure device during retraction. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was performed retrograde, angiography confirmed appropriate femoral artery anatomy with a sheath angle of 30-45 degrees, artery diameter greater than or equal to 5 mm, and no significant calcification, plaque, stents, or stenosis greater than 50 percent near the puncture site; no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. The device and packaging appeared undamaged before use, and a single 7f exoseal was deployed; introducer sheath details were unknown. There was no difficulty connecting the vascular sheath introducer with the 7f exoseal vcd. The indicator wire cowling locked against the handle assembly of the 7f exoseal vascular closure device with an audible click, and pulsatile flow was observed from the bleed-back indicator. The 7f exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the physician did not have their thumb on the plug deployment button of the 7f exoseal vascular closure device during retraction. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was partially depressed while the guard was locked. The plug was not received for evaluation, and the indicator wire was retracted. The catheter sheath introducer (csi) was not returned with the device. The indicator window was observed in the black/white/red position. No additional anomalies were identified during visual analysis. A functional deployment simulation could not be performed, as the unit was returned without the plug and was already actioned. However, full depression of the deployment lever was tested and achieved without any impediment. A high-magnification microscopic evaluation was performed to assess the internal mechanism. No abnormal conditions were observed during this inspection. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was received with the deployment lever partially depressed and the indicator window changed to the deployment position with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received with plug deployment already initiated with the indicator window changed to the correct deployment position. However, it is possible that procedural/handling factors contributed to the issue experienced during the procedure since there were no anomalies noted to the internal mechanism. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.